Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned device was found to be broken/fractured. Only one part of the catheter was returned. The reported event could not be confirmed as the analysis was very limited due to condition of the returned device. The reported defect was not confirmed based on analysis of the device. The subject catheter did not meet specifications when received for complaint investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that continuous flush was maintained throughout the procedure. The subject catheter shaft was found to be fractured and was only partially returned. The as reported catheter, difficulty advancing coil was not confirmed during analysis as the analysis was very limited due to condition of the returned device. The device was returned, and a review of analysis and all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of not confirmed will be assigned to the as reported. The as analyzed catheter shaft broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject device was returned for analysis and the device investigation revealed that subject catheter shaft was broken/fractured during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned device was found to be broken/fractured. Only one part of the catheter was returned. The reported event could not be confirmed as the analysis was very limited due to condition of the returned device. The reported defect was not confirmed based on analysis of the device. The subject catheter did not meet specifications when received for complaint investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that continuous flush was maintained throughout the procedure. The subject catheter shaft was found to be fractured and was only partially returned. The as reported catheter, difficulty advancing coil was not confirmed during analysis as the analysis was very limited due to condition of the returned device. The device was returned, and a review of analysis and all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of not confirmed will be assigned to the as reported. The as analyzed catheter shaft broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject device was returned for analysis and the device investigation revealed that subject catheter shaft was broken/fractured during use. No clinical consequences were reported to the patient due to this event.